Event description:
It was reported that the patient had severe reaction to the anesthesia prior to the procedure for inflatable penile prosthesis. During the application of the anesthesia, the patient stopped breathing and he was subjected to resuscitation maneuvers for a while. After these maneuvers, the patient's breathing was recovered, but given the state of the patient, the surgical team decided to suspend the surgical intervention.